Manufacturer narrative:
Expiration date and UDI are unknown since serial number is not known. Name: initial reporter's name is unknown as the information was from the 70th annual congress of (B)(4) clinical ophthalmology. Phone number: (B)(6). Manufacturing date: unknown since serial number is not known. (B)(4). Device evaluation the device was not returned to the manufacturer for evaluation. Device inspection could not be performed, therefore the reported complaint could not be verified. The manufacturing record was not reviewed since the serial number is unknown. Additionally, the complaint history record cannot be reviewed since the serial number is unknown. The labeling review was completed and revealed that the directions for use (dfu) provide the customer with proper usage instructions and guidelines. No labeling changes are required. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a (B)(6) years-old male patient had neovascular glaucoma; secondary to diabetes had a bg101-350 implanted in his left eye. After a year and 11 months, he developed endophthalmitis. Visual acuity was light perception (-) and iop was 25mmhg. The patient went through vitrectomy. Dacron suture which was used to fix the plate that was exposed on the conjunctiva and had a lot of purulent discharge. Both the baelveldt implant and iol were explanted. Patient had an intravitreal injection of vancomycin hydrochloride and subconjunctival injection of ceftazidime. After a series of treatments, his visual acuity was light perception (+) and iop was 19mmhg. From the discharge, corynebacterium was detected. Doctor attributed the endophthalmitis to the exposed suture. No further information could be obtained.